Event description:
The speculum was inserted into the patient and opened to perform a pelvic exam. Upon completion of the exam, the speculum would not close. The speculum was removed from the patient in the open position. After the speculum was removed from the patient, the care providers were able to close it to its original position. A similiar event occurred with the same device from the same lot on the same day. All of the trays from that lot were pulled and the distributor was notified.